Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is still implanted in patient, at this point.

Event description:
A customer called to get information about a midface module implant that her daughter had implanted. After the procedure, the patient later developed an autoimmune disorder and now may be allergic to the implant.